Manufacturer narrative:
The lot/serial number is not available. A review of the manufacturing records for the device could not be conducted. Further information was requested.

Event description:
On an unknown date the patient was treated for a descending thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis (unknown). On (B)(6) 2015, the patient underwent the reintervention of a prior endovascular procedure using two conformable gore® tag® thoracic endoprostheses. It was reported that during the procedure a surgical de-branch for the left subclavian artery has been done. The patient tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
Update the event description: the originally implanted device was later determined to be a bolton nbs plus 40x40x100 and not a gore® tag® thoracic endoprosthesis, therefore gore is retracting MFR report # 2017233-2015-00551 as no adverse event occurred with a gore device. Please note that a notification letter was mailed to FDA, device regulation and guidance.

Event description:
On (B)(6) 2013, the patient was treated for a descending thoracic aortic aneurysm a bolton nbs plus 40x40x100. It was reported that a type I endoleak was discovered, and probably the patient's anatomy may have caused the endoleak. On (B)(6) 2015, the patient underwent the reintervention of a prior endovascular procedure using two conformable gore® tag® thoracic endoprostheses to treat an endoleak. It was reported that during the procedure a planned surgical de-branch for the left subclavian artery was done to have more proximal landing zone. The patient tolerated the procedure. No further adverse events were reported.